Event description:
It was reported intermittent occlusion alarms occurred, leading to high blood glucose around 430¿440 mg/dl and the presence of ketones resulting in the customer going to the emergency room on (B)(6) 2026. A dangerous ketone level was identified by healthcare provider. The customer was treated with fluids of saline and insulin. The customer was released the next day (B)(6) 2026 with issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.